Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the stimulator was not working right and was not making them go to the bathroom. The patient also said they turned off their therapy about a week ago because it was shocking them and not doing anything and it was choking them. The patient mentioned they couldn't even walk for it at times because it would hurt so bad. The patient said that their issues started happening almost since the surgery. The patient reported that their surgery was on (B)(6) 2025. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent sent email to patient registration services (prs) to update their information. The patient reported painful stimulation.